Event description:
As a result of using the fasciablaster I developed pcos, fibroids, depletion of my testosterone, depletion of my estrogen, and a elevation in my sexual binding liver hormone. The imbalance of hormones and spikes cause fibroids and cyst to develop. I have never had an issue medically in any way shape or form until I started using the fascia blaster. I was advised by blasting my fascia I released an unhealthy amount of hormones into my system that was released from stored fat. I was never advised of this possibility or side effect by the manufacturer.